Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 4.0, lab: 2.9. Previous inr2 results on this pt have been: 8/9 2.5; 6/8 2.9; 4/14 2.6; 3/19 2.2. Pt coumadin dosage regimen=alternates 4mg, 5mg. Pt always runs in therapeutic range of 2.0-3.0. Non-coumadin person resulted 1.2.

Manufacturer narrative:
Investigation pending.